Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of six. The patient was connected and sleeping at the time of the alarm. During troubleshooting, it was determined that the patient line had separated from the transfer set due to a loose connection. The renal therapy service agent explained the alarm to the patient and advised to disconnect and manually drain. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.